Event description:
This case was initially received via regulatory authority (reference number: mw5044534) on 14-oct-2015. The most recent information was received on 26-apr-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils not found during tubal ligation/ essure not palpable"), genital haemorrhage ("I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding") and pregnancy with contraceptive device ("I have had three pregnancies on essure to which I have two children (3rd pregnancy)") in a (B)(6) female patient (gravida 6, para 6) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse, postpartum state (8 weeks post-partum) in (B)(6) 2007, pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 ((B)(4))) in (B)(6) 2009 and termination of pregnancy - elective. Concomitant products included medroxyprogesterone (depo provera) for contraception and general anesthesia on (B)(6) 2007 for essure insertion. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), pelvic pain ("constant pain in pelvic area, pelvic pains and cramping") and back pain ("back pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed"), alopecia ("my hair is falling out") and treatment noncompliance ("patient may not have followed up as instructed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain and treatment noncompliance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter provided no causality assessment for treatment noncompliance with essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated "essure not palpable". Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2007: results not reported. -on (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side -on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated "essure not palpable". Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2017: legal claim received- - indication and start date of essure were updated, lab data provided and the events pelvic pains/constant pain in pelvic area and cramping, back pain were added. Coils could not be found during tubal ligation. (B)(4). Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and, after that, she had three pregnancies (this case refers to the third one) and sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding (interpreted as genital bleeding). She gave birth (live birth) and one day after delivery she underwent bilateral tubal ligation and note stated essure not palpable; the coils could not be found during tubal ligation. Additional non-serious events were reported. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Also, unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In the present case, this third pregnancy occurred more than 5 years after essure insertion, and during subsequent tubal ligation essure could not be found. This case was regarded as incident due to serious injury reported. Nevertheless, the bilateral tubal ligation in this case was performed as an alternative contraceptive method and not to prevent/treat serious injury. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable'), genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') and pregnancy with contraceptive device ('I have had three pregnancies on essure to which I have two children (3rd pregnancy)') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (cases (B)(4))) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse and termination of pregnancy - elective. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side - on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain / loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out"). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315, manufacture date:2007/02, expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable') and genital hemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (B)(4) and (B)(4) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse and termination of pregnancy - elective. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital hemorrhage (seriousness criterion disability). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal hemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gained 30 pound"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I have had three pregnancies on essure to which I have two children (3rd pregnancy)") and experienced abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out"). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital hemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal hemorrhage, menorrhagia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal hemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in (B)(4) (live birth), aborted pregnancy in (B)(4). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Current weight 208 lbs. Discrepant information regarding essure confirmation test-previously hsg done and now in current pfs did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315. Manufacture date:2007/02. Expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5044534) on 14-oct-2015. The most recent information was received on 23-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable'), genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') and device expulsion ('right essure is in uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6)2009 (cases (B)(4)) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse, termination of pregnancy - elective and ovarian cyst. On (B)(6)2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side on (B)(6)2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6)2007. On (B)(6)2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion disability). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gained 30 pound"). On (B)(6)2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I have had three pregnancies on essure to which I have two children (3rd pregnancy)") and experienced abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed"), alopecia ("my hair is falling out") and device expulsion (seriousness criterion medically significant). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, weight increased and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6)2013, patient gave birth (live birth). On (B)(6)2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Current weight 208 lbs. Discrepant information regarding essure confirmation test-previously hsg done and now in current pfs did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315, manufacture date:2007/02 expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: mr received. Reporters information added. Event:right essure is in uterus were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable'), genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') and pregnancy with contraceptive device ('I have had three pregnancies on essure to which I have two children (3rd pregnancy)') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (cases (B)(4))) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse and termination of pregnancy - elective. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side -on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Concurrent conditions included lower abdominal pain and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain / loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out"). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, menorrhagia, weight gain / loss.cocncomitant conditions and reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5044534) on 14-oct-2015. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable'), genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') and device expulsion ('right essure is in uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "patient may not have followed up as instructed". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (cases (B)(4) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse, termination of pregnancy - elective and ovarian cyst. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion disability). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gained 30 pound"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out") and was found to have a pregnancy with contraceptive device ("I have had three pregnancies on essure to which I have two children (3rd pregnancy)"). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Current weight 208 lbs. Discrepant information regarding essure confirmation test-previously hsg done and now in current pfs did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315 manufacture date:2007/02 expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5044534) on 14-oct-2015. The most recent information was received on 02-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable'), genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding'), device expulsion ('right essure is in uterus'), pregnancy with contraceptive device ('I have had three pregnancies on essure to which I have two children (3rd pregnancy)') and premature delivery ('2012- premature delivery') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (cases (B)(4))) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), grand multiparity, depression (depression with inpatient care), marijuana abuse, cocaine abuse, termination of pregnancy - elective, ovarian cyst and premature delivery. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side -on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007 to (B)(6) 2007 and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion disability). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gained 30 pound"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, premature delivery, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Current weight 208 lbs. Discrepant information regarding essure confirmation test-previously hsg done and now in current pfs did not undergo essure confirmation test anticipated or scheduled date: (B)(6) 2020. Discrepancy noted in pregnancy of year 2012- premature delivery and 2012-live birth without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315 manufacture date:2007/02 expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received: event: 'premature delivery' was added. Medical history, concomitant drug were added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not found during tubal ligation/ essure not palpable') and genital haemorrhage ('I sometimes bleed heavily for long periods of time / extreme heavy bleeding with blood clots/ heavy bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 623315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient may not have followed up as instructed" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (two pregnancies on essure starting in (B)(6) 2009 (cases (B)(4))) in (B)(6) 2009, postpartum state (8 weeks post-partum) in (B)(6) 2007, multigravida (gravida 5), parity 5, depression (depression with inpatient care), marijuana abuse, cocaine abuse and termination of pregnancy - elective. On (B)(6) 2007: intraoperative images during essure insertion under general anesthesia: 2 coils on the left side and 3 on the right side -on (B)(6) 2013: tubal ligation/ sterilization: coils not found, note stated ¿essure not palpable¿. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cramp in lower abdomen and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as anesthetics, general from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion disability). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain in pelvic area, pelvic pains and cramping,stabbing pain on pelvic right side"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gained 30 pound"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I have had three pregnancies on essure to which I have two children (3rd pregnancy)") and experienced abdominal distension ("extreme bloating that recurs often"), abdominal pain lower ("pain in the lower abdomen that recurs often / it is painful to have pressure on my stomach"), dysmenorrhoea ("my periods are now painful, sometimes she could not get out of bed"), depression ("depressed") and alopecia ("my hair is falling out"). Essure (ess205) treatment was not changed. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, depression, alopecia, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was easily inserted. The consumer reported since essure insertion she has had three pregnancies due to which she has two children (last pregnancy was captured in this case, other pregnancy captured in case (B)(4) (live birth), aborted pregnancy in case (B)(4)). On (B)(6) 2013, patient gave birth (live birth). On (B)(6) 2013, patient had bilateral tubal ligation/ sterilization and note stated ¿essure not palpable¿. Coils could not be found during tubal ligation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the initially reported events. Current weight 208 lbs. Discrepant information regarding essure confirmation test-previously hsg done and now in current pfs did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: results not reported. Lot number:623315 manufacture date:2007/02 expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: updated event weight gain (previously reported as weight fluctuation). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.